Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan. 5, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that a stress mark on the cartridge and cartridge tip, however this stress mark is within specification for a used product. Ovd was observed inside the cartridge. The plunger rod, lens module, and handpiece were inspected, and no issues were identified. No lens was received for evaluation. The complaint issue could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal toric intraocular lens (iol) was inserted into a patient's operative eye and found to be cracked in half. Consequently, the surgeon removed the damaged lens and replaced it with a new one. It is unknown if any additional medical or surgical intervention was required. Patient status is unknown. No further information was provided.